Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8590-1, lot # n260103, implanted: (B)(6) 2011, product type accessory; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8711, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
In (B)(6) 2011, the patient had a catheter issue. A catheter revision was done. The patient didn¿t know what medication was in the pump at the time of the event. The symptoms, details regarding the catheter issue, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Conclusion code and patient code are no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-aug-2016 from a healthcare professional and it was reported that the patient experienced intermittent withdrawal symptoms related to the catheter issue.